Event description:
The tech reported the head brake caster is not holding. The bed is located in the hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake caster was most likely inoperative due to wear and tear. The tech replaced the head brake caster to resolve the issue. Based on this info, no further action is required.